Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow-up with non-sustained lead noise due to post- pace t wave oversensing. The oversensing was observed on stored emg. The device was reprogrammed and remains implanted.

Event description:
New information received notes the device was still post paced t wave oversensing on ventricular channel. Programming changes were made during device check.